Event description:
After 47 months of implantation, this implantable cardioverter defibrillator was explanted because the pt was receiving inappropriate therapies. The facility was notified that this device was a suspect device for over-sensing.